Event description:
(B)(6) reported to dynamic that there was a wheelchair in for repair that was not powering up. The unit allegedly caught on fire. No injury is alleged. The model number of the wheelchair is ccl j614hd. The part numbers of the shark power module are dk-pmb60 (sn (B)(4)) and dk-remd01 (sn (B)(4)). This is not an invacare wheelchair.

Manufacturer narrative:
This issue was reported to invacare by (B)(6). (B)(6) reported to dynamic controls, ltd. A subsidiary of invacare that there was a wheelchair in for a minor repair and was not powering up properly. The unit allegedly caught on fire while at (B)(6). The wheel chair was idle at the time of the incident. The model number of the pride wheelchair is ccl j614hd and is not an invacare wheel chair. The pride wheel chair had the dynamic controls power supply and remote installed and on-board at the time of the incident. The invacare shark power module and remote module components were exposed to a thermal event based on photos provided. As of this submission the source of the fire has not been determined. The part numbers of the shark power module and remote module are dk-pmb60 (power - sn (B)(4)) and dk-remd01 (remote sn (B)(4)). The key features of the power and remote modules are: excellent drive performance and efficiency using separate power and remote modules; two optional seat actuator driven directly from the power module ; optional full lighting support; optional attendant control of drive and seat functions; simple product configuration using the hand held programmer (dx-hhp) or the wizard pc program. Variety of cable options. Programmable inhibit and speed control functions via the flexible multi-function dci pins dynamic controls quality and reliability. The power and remote modules conform to - (B)(4). It is unknown if the power supply and remote were exposed to any fluids such as rain, beverages or incontinence. Analysis of the device has not yet been completed.